Event description:
Customer received the lost sensor alarm. The blood glucose reading was 139 mg/dl. The sensor glucose reading was 156. Customer stated that she can no longer feel the low blood glucose. When she arrived home, the blood glucose reading was 32 mg/dl. Customer was unaware that she went low. Customer declined to troubleshoot for the low blood glucose event. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been updated and provided with this report.